Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned. Analysis indicated the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation was ruptured. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was returned, analyzed and tested out of specification. Additional information received reported the patient is deceased. The cause of death was requested and unavailable.